Manufacturer narrative:
It was identified this device was reported under the incorrect manufacturer number. Please void this submission and refer to 0002648920 - 2018 - 00868 for further reporting.

Event description:
Please refer to 0002648920 - 2018 - 00868.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Revision operative record noted a pseudo tumor around the right hip. The patient was stated to be hypercobaltemic. On incision the capsule tissue was noted to be thickened with surface appearance consistent with cobalt chrome metallosis. No gross metal staining of the tissue was noted. Taper corrosion was confirmed on the head and stem trunnion. The elevated liner was noted to have an impingement defect from the femoral neck. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: versys femoral head, p/n 00801803202, l/n 60769399; modular femoral stem, p/n 00771300500, l/n 60762669; trilogy acetabular system liner, p/n 00631005032, l/n 60773415; modular neck, p/n 00784801400, l/n 60778058; trilogy screw, p/n 00625006525, l/n 60771748 ; trilogy liner, p/n 00631005032, l/n 60773415; trilogy shell, p/n 00620005422, l/n 60798022; trilogy bone screw, p/n 00625006525, l/n 60808931. Multiple MDR reports were filed for this event. Please see associated reports: 2648920-2014-00254, 0001822565-2016-02723, 0001822565-2017-03250.

Event description:
It is reported that the patient was revised following a hip arthroplasty due to pain. During the procedure, metal debris, corrosion, fluid effusion, pseudotumor formation, and liner impingement were noted. The femoral head, neck and acetabular liner were removed and replaced. No additional patient consequences were reported.